Manufacturer narrative:
Follow-up #1: date of submission :08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: the battery compartment was cracked. Moisture damage was observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and no further moisture damage found.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: investigation revealed two cracks in the battery compartment. Moisture damage was observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and no further moisture damage was found.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment and presence of moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.